Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H6: the product was not returned to medtech orthopaedics , however photos were provided for review. The photo investigation revealed that '(03.043.011s, protection sleeve f/nails ø8-13 flex tib) had damaged. The device associated with this report was not returned to medtech orthopaedics for evaluation. The photographs attached were reviewed, however the provided evidence was not sufficient to confirm the reported event. Functionality issues cannot be evaluated through a photo investigation. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was (not confirmed) as the observed condition of the protection sleeve f/nails ø8-13 flex tib tib would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : part # 03.043.011s, lot # 10327925, manufacturing site: werk selzach logistik, release to warehouse date: 05.aug.2022, expiration date: 01.aug.2027, supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2024 during osteosynthesis of tibia with suprapatellar clove, when using the protection sleeve f/nail 8-13 with the 12 diameter starter drill bit, the metal surface of the cutter rubbed against the sleeve and does not allow the entry of the cutter. The other protection sleeve f/nail 8-11, was used and presented the same issue. The specialist removed the inner metal sheets from the shirt and proceeded to instrumentate through it. It is verified that the patient's work position is in semi-extended knee with subsequent support.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.